Event description:
The customer was hospitalized for high blood glucose levels. The customer refused to provide any details regarding the hospitalization.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.